Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the right coronary artery with mild tortuosity. Pre-dilatation was performed with a 3.0 x 15 mm trek balloon and the 3.0 x 23 mm xience xpedition stent was placed in the lesion; however, stent apposition was not confirmed. Within 45 minutes, still in the cath lab, the patient experienced chest pain and bradycardia. Intra-vascular ultrasound (ivus) was performed, and it was found that the vessel was a 4.0; therefore, the stent was undersized for the vessel and thrombosis was observed. A trek balloon was advanced and inflated to nominal pressure and a small dissection occurred. A xience xpedition stent was placed to treat the thrombosis and dissection successfully, and the patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps/instructions. There was no reported product deficiency and the product was not returned. Angina, dissection, arrhythmia (bradycardia) and thrombosis, as listed in the xience xpedition everolimus eluting coronary stent systems instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. It should be noted that the IFU states: confirm stent position and deployment using standard angiographic techniques. For optimal results, the entire stenosed arterial segment should be covered by the stent. Fluoroscopic visualization during stent expansion should be used in order to properly judge the optimum expanded stent diameter as compared to the proximal and distal coronary artery diameter(s). Optimal expansion requires that the stent be in full contact with the artery wall. Stent wall contact should be verified through routine angiography or intravascular ultrasound (ivus). In this case, it appears that the IFU deviation contributed to the reported difficulties.